Event description:
It was reported that the patient had a hematoma and infection. A pocket revision was performed and antibiotics were given. Additional information obtained indicated the patient continues to be symptomatic and on antibiotic therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was returned to the manufacturer with information reporting the patient had an infection and the organism was identified as (B)(6). It was also noted there was tricuspid valve vegetation. The lead was explanted and replaced.